Manufacturer narrative:
Other, other text: h10. Device evaluation results: one medfusion pump was returned for investigation in good condition. There were no signs of any physical damage. A review of the event history (ehl) revealed the following: primary audible alarm bgnd test. An occlusion test was performed. The investigator was unable to duplicate the reported primary audible alarm bgnd test during the occlusion test. The investigator did not note any damage on the speaker or interconnect board. Based on the ehl data the customer reported product problem was confirmed. The problem source of the reported product problem was unknown however. A root cause was not established.

Event description:
Information was received that device had primary audible alarm, failed bgnd test. No patient involvement; incident occurred upon power up.